Event description:
Loss of osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, peri-implantitis, infection, numbness.